Event description:
An olympus sales rep reported the event during his visit to the facility. A bronchoscopy was perfromed on the pt, who was presented with breathing difficulties and wheezing. It was reported that the pt had suffered from difficult breathing over the weekend and complained of copious mucus secretions. No prior medical historical info is available, nor any reported laboratory or test data associated with the pt. During the bronchoscopy, the physician attempted to aspirate the mucus secretions, and encountered difficulty in aspiration due to the viscosity and copius volume of mucus. The physician was required to remove the bronchoscope approx three (3) times to unplug mucus from the suction channel of the scope. During this time, the pt's condition deteriorated and the physician immediately intubated the pt, administered oxygen and initiated cardiopulmonary resuscitation (CPR). Physician inserted a second scope to evaluate proper positioning of the intubation tube. The pt succumbed a short time later. An autopsy was conducted to determine cause of death-no results are currently available to olympus.